Manufacturer narrative:
On (B)(6) 2011, a varian field service representative (fsr) was returning home from the annual regional meeting in (B)(4). Since (B)(6) hospital was receiving a new truebeam, the fsr decided to stop in and see how the rigging was progressing. While on the site, the customer had asked the fsr if he had heard anything about the incident that happened on the machine a few days ago. The fsr said that he did not know of any problems with the machine. The customer then explained that there was not a problem with the machine but that the hospital was investigating an incident. He confided in strict confidence to the fsr, and went on to explain that a patient had been serious injured while being treated on the clinac. Though still under investigation, and no formal report from the customer or report of a varian device malfunction, varian has determined that an MDR is appropriate, as a serious injury has been reported to have occurred which involved a varian device. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
As reported to the varian field service representative in strict confidence. Exact date of event is not known. (B)(6) 2001 is a best estimate. The customer reported that a 90 year old woman was being treated. The setup was with the couch rotated to 90 degrees with the patient on the couch set to about iso. The techs then left the room and rotated the gantry in manual mode over to 30 degrees from the clinac console. The fsr asked the customer if he was sure that the gantry was in manual mode. Customer stated yes because the gantry movement readout was highlighted white. Upon hearing the woman scream, the gantry movement was stopped and both (techs) ran back into the room to assist the woman. The patient was rushed to ICU and listed in serious condition with a crushed pelvis. Customer stated that if patient survives that she would most likely not walk again. The customer also stated that the gantry readout was intermittently shutting down and needed the controller to be replaced. However, due to the increase in patient load, the in house engineer had not been able to replace the controller.